Manufacturer narrative:
(B)(4) = device not returned. Additional manufacturer narrative: the device will not be returned for evaluation as it was discarded by the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, that the device was explanted after an implant duration of 2 months 20 days (2.67months) due to "an increasing mitral insufficiency also secondary affecting the anterior annulus. The surgeon had to replace the ring with a tissue valve in order to get a good result." The report indicated that this explant was not due to malfunction of the device.